Event description:
It was reported that during device change out, the new device showed increasing impedance and high/unstable/variable threshold on the right ventricular lead. The lead were removed and reconnected to the device was not implanted but with the same result. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was analyzed and no anomalies were found.